Event description:
The customer reported that when the cine runs were played back, the images were blank and black, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine bridge pcb was replaced. The system was then found to be operating as intended.